Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd solis pump was returned for investigation in used condition. No physical damage was found on the pump. The event history log showed the following: on (B)(6) 2020 1:37:10 pm high alarm displayed: cassette not attached properly. The following tests were performed: close latch and dso pressure range test. The customer reported product problem (pump alarms every time the latch is closed) was duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced to correct the product problem.

Event description:
It was reported that the device gave an alarm when lock latch was closed. No patient involvement- issue found during testing.